Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had up and down button stick a little. Customer's blood glucose value was unknown. Customer stated that plastic around reservoir housing chip off when patient put in new reservoir. Customer stated that battery last little over a week and dimmed back light. Customer stated that insulin pump was received random unexplained no delivery alarm. The device will not be returned for analysis.